Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed, that the reported phenomenon was caused by the failure of the emergency lamp, but the cause of the failure of the emergency lamp could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated (the error e207 occurred). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the error which indicated the emergency lamp failure when the power was turned on. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.